Event description:
It was reported that during implant the physician was not happy with the number of turns it took to extend and retract the helix for both the right ventricular (rv) and right atrial (ra) leads. It was also reported that the rv lead dislodged, and there was poor sensing on the ra lead. The leads were not used and different leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.